Event description:
It was reported the hcp was weaning the pt off the pump medication due to a possible inflammatory mass. The pt stated she was in a lot of pain. Additional info has been requested, a f/u report will be submitted if additional info becomes available.